Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, touching or picking at the wound, the patient experiencing a fall or injury, and improperly closing the surgical site have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain and swelling is due to an infection. However, the cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the infection. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported pain and swelling in their foot and leg. The patient was referred to the emergency room where it was determined an infection was present. Antibiotics were prescribed and the patient is not wearing the device. The patient has an appointment with a wound specialist to test what kind of infection is present. As of (B)(6) 2025, the stimulation is turned on with improvement from therapy, there is no infection, and the patient is fine.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, touching or picking at the wound, the patient experiencing a fall or injury, and improperly closing the surgical site have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain and swelling is due to an infection. However, the cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the infection. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported pain and swelling in their foot and leg. The patient was referred to the emergency room where it was determined an infection was present. Antibiotics were prescribed and the patient is not wearing the device. The patient has an appointment with a wound specialist to test what kind of infection is present. As of (B)(6) 2025, the stimulation is turned on with improvement from therapy, there is no infection, and the patient is fine. Additional information was received on (B)(6) 2025. The patient is still experiencing pain in their leg as there is still some swelling. The patient continues to wear the device and reported therapy has been helping. On (B)(6) 2025, the patient reported therapy is helping a little bit. However, their pain is unbearable because their wound is still healing. The patient is experiencing the pain with or without the stimulation on and they would like an explant procedure. As of (B)(6) 2025, the patient is still experiencing some swelling and pain in their ankle. The patient is holding off on an explant procedure, is using their other implanted device, and will continue to use the devices separately for the next several weeks. No additional information was provided.